Event description:
The patient reported the hospitalization was not related to the device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported change in activity level, in hospital. Hcp ordered an (illegible) process to go into patient's back at a later date. Later patient reported circumstances leading to the issue being part of not charging for significant amount of time. But patient need to get pictures for hcp, they have to go back to him. Patient is waiting for x-ray etc. The issue has not resolved, it still hurts.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they went to bed at 8pm and when they woke up their arms from their elbows down were just trembling and their whole body felt like it was overstimulated. Patient stated they are sitting up and eating toast and coffee and are still feeling the stimulation in their arms, but it is better than it was last night. Patient commented they couldn't do anything last night. Patient indicated they would like their stimulation turned off and agent walked patient through turning stimulation off using stimulation on/off button. Patient confirmed stimulation was off and agent reviewed using the same button to turn it back on. The patient was redirected to their healthcare provider to further address the issue.  See general text for omitted information

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.